Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the registration number (B)(4). Currently, these products are to be handled by arjohuntleigh abs complaint handling establishment and any medwatch reports will be submitted under registration # (B)(4). The involved device was evaluated by the arjo representative. According to the results of inspection, the battery tongue was missing. Therefore the battery fell out of the lift. Other functions of the device were operating correctly. It is unknown how the battery tongue went missing. The last service performed by arjo representative was in 19-aug-2019 and no issue with bracket and missing tongue was detected that time, the device was in working condition. After the event, the battery bracket was replaced. Alenti is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. The device must be used by appropriately trained caregivers in accordance with the guidelines in the operating and product care instructions provided with each unit. The product IFU provides information and supporting pictures presenting correct way of the battery installation. IFU in section ¿care and preventive maintenance¿ recommends to perform a device checks on a regular basis: ¿every week: visually check all exposed parts - visually check all exposed parts, especially where personal contact is made by either the resident or caregiver. Make sure no cracks or sharp edges have developed that could cause the resident or user injury or that has become unhygienic. Replace damaged parts.¿ based on the performed investigation the exact root cause of the battery tongue missing cannot be determined. In summary, the technical inspection revealed that the device was not up to manufacturer¿s specification after the event. During the event the device did not perform as intended, as according to customer allegation, the battery fell out. The device was handled by the caregiver at the time of event and not used for a patient hygiene. This complaint was decided to be reported to the regulatory authorities due to a reported malfunction.

Event description:
Arjo was notified about an event with the involvement of an alenti bathing lift. It was indicated that the battery fell out of the bracket on the floor. No injury or other medical consequences were reported.